Event description:
It was reported that there were multiple da vinci products that had failed or had issues such as a broken or frayed grip cable over the past year. The instruments will not be returned to intuitive surgical inc., (isi). There were no reports of patient injury with any of the products. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that there were a total of 17 instruments. The issues had not been previously reported to isi, and the instruments will not be returned to isi for failure analysis investigation.

Manufacturer narrative:
The instruments involved in this complaint have not been received and/or tested by failure analysis as of the date of this report. No further details regarding which type(s) of instrument had the reported issue(s) were available. If the products are received and evaluated, a supplemental MDR will be submitted. Refer to related report 2955842-2025-15261 which was submitted to capture that at least one of the instruments had a broken or frayed cable. This MDR is to report the other 16 instruments of an unknown type with unspecified problems.